Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain and other injuries following the procedure. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/13/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/08/2022. Additional b5 narrative: it was reported that the patient underwent mesh revision on (B)(6) 2022 due to stress urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 02/21/2022.